Event description:
It was reported this patient was complaining of dizziness and a review of the system showed ventricular oversensing. Technical services (ts) suggested programming to the least sensitive but oversensing was still seen. The last remote monitoring transmission showed a high out of range shock impedance measurements and an alert triggered as a result. The ventricular events began in early october with noise being oversensing resulting in pace inhibition. It was planed to to programed the device in magnetic resonance imaging (MRI)/electrocautery mode while this was investigated further. The device and right ventricular (rv) lead remain implanted.

Event description:
It was reported this patient was complaining of dizziness and a review of the system showed ventricular oversensing. Technical services (ts) suggested programming to the least sensitive but oversensing was still seen. The last remote monitoring transmission showed a high out of range shock impedance measurements and an alert triggered as a result. The ventricular events began in early october with noise being oversensing resulting in pace inhibition. It was planed to to programed the device in magnetic resonance imaging (MRI)/electrocautery mode while this was investigated further. Additional information noted that a revision took place a new lead was implanted while the old rv lead was surgically abandoned. No additional adverse patient effects were reported.